Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the magnetic navigation catheter was inserted smoothly, and the position was normal on the post-insertion x-ray. However, after two weeks of placement, the patient experienced difficulty in withdrawing blood. Upon x-ray confirmation, it was found that the catheter tip had become bent and kinked. No further details provided.